Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) incision was not healing and had a three to four centimeter opening from erosion where the device and electrode were exposed. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted for infection and erosion. No additional adverse patient effects were reported. It was noted that the clinic has a suspicion of patient rejection of implanted devices as this is the second device system that has required removal in the last three months due to infection; the previous being a transvenous system.